Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and reported that call service alarm 064 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 11/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/15/2016 with the following findings: a review of the pump black box data revealed a cs 064 alarm on 08/20/2016. During investigation, the pump powered on with audible and vibration features to a blank screen. Further testing was not able to be performed due to the blank screen. The pump case was removed and moisture corrosion was found to the motor flex/connector, and to the display flex. The complaint of the cs 064 call service alarm issue was shown in the pump history but not able to be adequately investigated due to the blank screen issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.